Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the surgeon stated that the seal was too tight and gave too much resistance while sliding the instruments in and out of the trocar. He had a hard time differentiating if he was going through the tissue or not.